Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: 1 device was evaluated for the complaint regarding the needle button released which could not be confirmed. The device was received with the needle release button depressed which is an activated lockout position. This state indicates that the needle release button was activated to retract and then lockout the needle mechanism.

Event description:
Patient spouse reported that his wife experienced the needle button released before the 24 hour period around 5 pm. Patient spouse stated that he fills v-go and places it on the patient abdomen and made sure he pressed the round section of start button and heard a click. Patient spouse stated that the patient did not accidentally press it or bump into anything.